Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as the reload was applied to the stomach during a laparoscopic sleeve gastrectomy, it was stated that the surgeon was able to press the green button and squeeze the handle, however, the reload would not close over the tissue. Another reload was opened and used to complete the case. There was no injury.